Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
This procedure was performed in (B)(6). As reported, the wire would not completely pass through the distal end of the stent delivery system because it was bent and fractured. There was no patient injury. Investigation of the returned device on (B)(4) 2014 found the stent was partially exposed beyond the outer sheath and the inner shaft was fractured immediately proximal to where the (missing) tapered tip would have been. The tapered tip was not received for investigation and the location of the tip is not known at this time.